Manufacturer narrative:
The device will not been returned for analysis as it was consumed in the procedure; therefore the complaint could not be determined. Same event as reported in MDR MFR: 2029214-2016-00267.

Event description:
Medtronic received information that during an embolization procedure for a cerebral arteriovenous malformation (cavm) in the anterior cerebral artery (aca), the marathon microcatheter burst approximately 10cm from the distal tip while injecting onyx. It was reported that onyx leaked proximal to the target area, however the exact anatomical location was not provided. The device was replaced with another but the replaced device could not be delivered to the target area, due to the tortuous vasculature. For that reason, the procedure was discontinued. Re-operation is being planned. No adverse issue has been reported due to this event. The vessel was severely tortuous and small in diameter. There was no kink or damage noted on the catheter prior to use. The physician felt friction during injection of the onyx, and the injection was continuous. The injection rate was followed per the IFU and thumb pressure was used. The dead space was filled with dmso prior to onyx. There was no onyx reflux, as the rupture occurred prior to onyx leaving the catheter tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.